Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-25994. Related manufacturer's reference number: 2017865-2021-25996. It was reported that the system was explant due to infection. The patient was in stable condition.